Manufacturer narrative:
The model and serial number were not provided, and the unique identifier (UDI) number could not be determined. This information will be provided in a supplemental report if and when made available. As the serial number was not provided, the device manufacture date could not be determined. This information will be provided in a supplemental report if and when made available. Livanova (B)(4) manufactures the heater-cooler system 3t. The event occurred in (B)(6). (B)(4). During follow-up communication, the customer informed livanova (B)(4) that they are not able to provide any additional information at this time. As no information has been provided, an investigation cannot be performed. Livanova (B)(4) will continue to monitor for this type of issue.

Event description:
On january 30, 2017, livanova (B)(4) received a user medwatch report (mw5067285) that mycobacterium canariasense was isolated from a patient who had undergone an open heart surgery procedure that utilized a heater-cooler system 3t.